Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports that the day the implant was placed in fdi 26, failure occurred upon insertion. Details of surgery: primary stability not achieved and sinus augmentation. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.